Event description:
It was reported that the pt complains of pain and is unable to bend knee since her surgery. She has no full rotation on her knee. X-rays showed that her knee is not in alignment and is coming apart.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.